Event description:
It was reported that the xenon light source displaying the emergency lamp is defective and cannot be turned on because the igniter is defective. The problem occurred during the gastrointestinal diagnostic reception inspection that was canceled. There were no reports of harm to the patient.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The costumer reported that event occurred before procedure; the procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the xenon lamp does not light due to the igniter unit has defective" malfunctions could not be identified. Olympus will continue to monitor field performance for this device.